Event description:
A total hip arthroplasty was revised because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. Device has not been returned for evaluation. Other text : not returned